Event description:
It was reported that during after percutaneous transluminal angioplasty (pta) procedure was completed, the subject stent was required to be implanted. Resistance was felt removing the subject stent from the dispenser hoop. Slight resistance was felt immediately after insertion of the subject stent into the guiding device, when the subject stent was inserted into the cranial cavity, the physician noticed that the number of opaque markers that should be visible was lower. When the physician checked the insertion route under fluoroscopy, it was found that the subject stent had been deployed in the guiding catheter. It was decided to remove the entire system. A new stent was then opened and the procedure was continued, but in the end, the stent could not be delivered to the target site and the procedure was finished without implantation of any stents. No further information is available

Event description:
It was reported that during after percutaneous transluminal angioplasty (pta) procedure was completed, the subject stent was required to be implanted. Resistance was felt removing the subject stent from the dispenser hoop. Slight resistance was felt immediately after insertion of the subject stent into the guiding device, when the subject stent was inserted into the cranial cavity, the physician noticed that the number of opaque markers that should be visible was lower. When the physician checked the insertion route under fluoroscopy, it was found that the subject stent had been deployed in the guiding catheter. It was decided to remove the entire system. A new stent was then opened and the procedure was continued, but in the end, the stent could not be delivered to the target site and the procedure was finished without implantation of any stents. No further information is available.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 returned to manufacturer on - updated d9 product available to stryker ¿ updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, during visual inspection, the stent was not returned for analysis. It was not present loose inside the returned bag and it was no longer loaded on the stent stabilizer inside the outer catheter. The stent stabilizer was noted to be kinked/bent approximately 8cm from the proximal end of the stent device. The outer catheter was noted to be flattened/crushed approximately 1cm, 4cm and 16.5cm back from the distal tip. During functional inspection, the returned device was advanced through an demo catheter device. Minor friction was noted which aligns with the location of the damage noted near the distal end of the outer catheter. When the 0.032" patency mandrel was advanced through the outer catheter to verify the outer catheter od (outer diameter), friction/resistance was noted near distal end of device at point where damage to catheter shaft was noted during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported events of stent deployed prematurely during use and stent delivery catheter/guide catheter friction were both confirmed during inspection. The remaining as reported event of device or component could not be removed from package could not be confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicate that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained and the tortuosity of the patients anatomy was described as 'very meandering'. It was reported that although some resistance was felt when removing it from the hoop, no abnormalities could be visually confirmed, so the use of the product was continued. Slight resistance was felt immediately after insertion into the guiding device, but this was thought to be due to severe tortuosity of the vessel, and insertion was continued. When the stent was inserted into the cranial cavity, the physician noticed that the number of opaque markers that should be visible was lower. When the physician checked the insertion route under fluoroscopy, it was found that the stent had been deployed in the guiding catheter. It was decided to remove the entire system. A new stent was then opened and the procedure was continued. The stent was not returned for analysis. The stent stabilizer (inner body) was still present in the outer body. However, the proximal end of the delivery system inner body (stabilizer) was seen to be kinked bent. There was damage (flattening) present at 3 separate locations near the distal end of the delivery system outer body. The dfu states in the preparation precautions section 'do not use kinked or damaged components'. It is possible that a combination of the likely damage which occurred during removal of the device from the packaging and the very tortuous patient anatomy resulted in performance issues. The as reported events of stent deployed prematurely during use and stent delivery catheter/guide catheter friction and the as analyzed events of stent delivery catheter flat/crushed, stent delivery catheter/guide catheter friction, stent stabilizer kinked/bent and stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The remaining as reported event device or component could not be removed from package will be assigned not confirmed.